Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with complaints of fever and infection symptoms during routine follow-up in clinic. Echocardiogram noted mild right ventricular lead vegetation. Bacteremia/sepsis was diagnosed. ICD system was explanted. Patient experienced hypotension episodes during procedure, so a new system was not implanted. Patient is recovering, and a new system will be implanted later. There were no other adverse consequences to the patient.